Event description:
The manufacturer received information alleging a ventilator's universal porting block connector was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's universal porting block was replaced to address the issue.